Manufacturer narrative:
This info was not provided during initial report. Add'l info has been requested. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.

Event description:
Patient implanted with condylar plate and cortext screws for orif of right proximal femur. Patient complained of pain and x-rays showed a non-union with broken plate and five broken screws. The plate and two of the broken screws were removed and replaced. The three remaining broken screws were not removed. One of the three screws was noted as broken prior to this reported event. This is the 1st of 6 reports submitted on this event.